Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon device interrogation, the ICD was found operating in nominal mode. No alert stating that a reset occurred was displayed. It seems that the physician saw the programmer screen becoming red in the corners and had validated a message stating that a safety mode will be programmed. The observed event may have resulted from an accidental press on the emergency button on the inductive programming head.

Event description:
Reportedly, upon device interrogation, the ICD was found operating in nominal mode. No alert stating that a reset occurred was displayed. It seems that the physician saw the programmer screen becoming red in the corners and had validated a message stating that a safety mode will be programmed. The observed event may have resulted from an accidental press on the emergency button on the inductive programming head.